Manufacturer narrative:
Additional information was added to h3, h4 and h6: h4: the device was manufactured from june 21, 2019 - june 25, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor under infused. At the end of the expected therapy time of 23 hours, 50ml remained in the device. The device was filled with 8000mg flucloxacillin diluted in 230ml of 0.9% sodium chloride. This issue was identified after use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.